Event description:
On (B)(6) 2025, customer complaint was received on 2005 mediheel button newborn-1.0mm. Customer complained that some of the lancet needles do not retract after puncture.

Manufacturer narrative:
The retained samples were inspected, and no abnormal were found.by investigating the production process, it was discovered that the positioning pins of the blade were damaged by the equipment during assembly, causing the blade to fail to retract after being fired. The equipment was improved to eliminate this problem.